Event description:
Customer reported that she had blood glucose 143 mg/dl. Customer stated that her sensor was giving incorrect readings and was not tracking high or low blood glucose. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.